Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container, but there's clear surgical residue/debris on product. Visual inspection found fibers on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21-45 years of age. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens opacity asco (anterior subcapsular opacity) which was observed on (B)(6) 2016. On patient's last visit on (B)(6) 2016, the patient's best corrected visual acuity was 20/30 which is the same as preoperative data as of (B)(6) 2015.